Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process customer did not observe insulin in the tubing. Customer subsequently connected to infusion site and experienced an elevated blood glucose (bg) level of 292 (mg/dl). A correction bolus was administered to address bg levels. During troubleshooting with tandem technical support, customer was successfully guided through the fill tubing process and resumed insulin.